Event description:
Analysis of the device found that the polytetrafluoroethylene (ptfe) coating was peeling on the guidewire. No clinical consequences were reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the guidewire was bent several places along its length. The guidewire polytetrafluoroethylene (ptfe) coating was examined and found to be peeling at approximately 26 cm from the proximal tip. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The guidewire dimensions were found within specification. The cause for the observed bends could not be definitively determined. It is probable that the damage to the ptfe coating occurred due to insecure tightening of the torque device. The device directions for use (dfu) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. Therefore based on analysis of the device, a root cause of failure to follow dfu instructions has been assigned to this issue.

Event description:
Analysis of the device found that the polytetrafluoroethylene (ptfe) coating was peeling on the guidewire. No clinical consequences were reported to the patient.